Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support and is not generally associated with a product quality deficiency. The lesion was reported as moderately calcified and likely contributed to the reported difficulty advancing the sds. Potential factors that can contribute difficulty removing the sds/resistance with the guiding catheter may include, but are not limited to, manufacturing, anatomical conditions, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter, or procedural technique. Furthermore, stent dislodgement within the body may be related to factors such as improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy, or from an interaction with a previously implanted stent and/or accessory devices. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Return of the graftmaster may have ultimately aided the investigation in determining a cause for the reported complaint. It is possible that the stent interacted with the calcified lesion during attempted advancement such that upon removal, the stent became disrupted on the balloon and dislodged. This interaction may have caused the reported resistance upon removal through the guiding catheter, although this cannot be confirmed. The additional therapy/non-surgical treatment appears to be a secondary effect of the reported stent dislodgement as the dislodged stent was successfully retrieved with a balloon catheter. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported for this lot. Based on the information received with this complaint, the reported failure to advance appears to be related to operational context of the device. Although there does not appear to be any indication of a product quality deficiency, a conclusive cause for the reported difficulty removing the sds and stent dislodgement cannot be determined. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify product quality, including stent dislodgement force as well as proper guide wire and guiding catheter movement. The 3.5 x 12 mm graftmaster and the 4.0 x 8 mm voyager are each being filed under separate MFR numbers.

Event description:
It was reported that a perforation occurred in proximal right coronary artery during use of a voyager nc balloon for predilatation that required treatment with a graftmaster stent. The 3.5x19 mm graftmaster used would not cross and during the attempt to remove the stent delivery system (sds) into the guiding catheter resistance was felt and the stent implant dislodged from the balloon into the coronary. A balloon catheter was used to capture and place the stent at the proximal end of the perforation, where it was deployed successfully. A 3.5x12 mm graftmaster was selected to treat the distal end of the perforation; however, this failed to cross through the already deployed graftmaster stent and was removed from the patient without issue. A 3.5x18 mm bare metal stent was used to treat the distal end of the perforation successfully. No additional information was provided.